Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a touch contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal, dose, frequency, and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.